Event description:
The customer reported a loss of a diagnostic live image. No pt or user was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera, fluoroscopic functions board, display pcb, video pcb, high voltage cable, 6 volt power supply cable and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.